Event description:
It was reported that there was stimulation in the wrong location. The patient fell on (B)(6) 2015 and now the stimulation was not in her back, but she was feeling it on her shoulder. She tried both programs a and b and she was not getting stimulation in her back. With both programs she was feeling stimulation in the shoulder. The patient was on program b at 5.10v and changed to program a at 5.10v. The patient stopped using the implantable neurostimulator (ins) because she had neuropathy. The neuropathy helped with the pain and it went away. It was noted that the patient was charging the ins frequently and she did not want it to go dead. The patient had a doctor icon the on screen but could not remember the code. When the patient programmer (pp) was synced, the pp was getting no communication. The patient changed the batteries and then the pp could now communicate to the ins and was able to change programs. The issue was resolved. The patient was advised to contact her healthcare provider (hcp) and manufacturing representative (rep). No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3778-75, serial# (B)(4), implanted:(B)(6) 2010, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).